Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead replacement procedure, the right atrial (ra) lead was fixed to the right ventricular (rv) lead by fibrotic tissue. As a result, the ra lead was required to be explanted. A replacement lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.